Event description:
It was reported that the patient was not able to get enough pain relief despite reprogramming. The patient underwent an explant procedure wherein all device components were removed. The explanted lead will not be returned.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was not able to get enough pain relief despite reprogramming. The patient underwent an explant procedure wherein all device components were removed. The explanted lead will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred a few months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7071474.